Event description:
It was reported to co that the monitor detached from the suspension and fell to the floor. Apparently the mounting bolt loosened allowing the monitor to fall. The monitor was re-attached and the bolt torqued to specification.